Event description:
Procedure:unk, patient sex:unk. Reportedly, the balloon was filled with less than 25 ml of solution and burst during the procedure. All the fragments were retrieved from the caviety.